Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address infection and loosening of the unknown component at the bone to cement interface. Cement manufacturer is from depuy. Doi: (B)(6) 2013 and (B)(6) 2017 (insert only); dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 0 non-conformances on this lot. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report, however no other incidents related to infection. Total for lot number: 2 ((B)(4)). Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.